Manufacturer narrative:
Corrected data: based on further review of the complaint file, it was noted that device manufacture date was not accurate on the initial medwatch report. The following sections have been updated accordingly. Section h4. Device manufacture date, 07/22/2016. Additional information: manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
Customer reported that they had a capsule tear on their last surgical day with the catalys. Customer doesn¿t think it¿s from the catalys. No other patient information was provided.

Manufacturer narrative:
Section a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as system is not an implantable device. Section d6b: if explanted, give date: not applicable, as system is not an implantable device. Section h3: the catalys system was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.